Manufacturer narrative:
(B)(4). The lot was manufactured december 17, 2015 ¿ december 18, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. According to the complaint event description, the device total fill volume was 100 ml during patient use. According to the product directions for use (dfu), the nominal fill volume of the device should be 120 ml. The product dfu also indicates a reduction in fill volume may result in an increased flow rate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor over infused during infusion. The total fill volume was 100 ml. The expected infusion time was 46 hours, but the medication actually infused in 33 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.